Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge and subsequently, causing the pump to shut off. The customer's blood glucose (bg) was 315 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.